Event description:
During an ablation procedure, a patient burn occurred. The grounding pad was placed on a hairy part of the left hip. During the fourth ablation near the right lumbar for 90 seconds at 80 degrees, blistering and redness appeared above the left hip underneath the grounding pad. The grounding pad was removed and the burn was treated with sterile dressing and neosporin. The patient is in stable condition.

Manufacturer narrative:
The reported event was for a patient burn. The results of the investigation are inconclusive since the device was not returned for analysis, however 2 images were submitted for evaluation. The images appeared to show the grounding pad was placed on hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. As a result of this finding, abbott is performing further investigation.